Event description:
The patient's mother reported that "there is a leak in her catheter". The reporter indicated that approximately three weeks after implant, incisional site swelling was noted; no other symptoms were reported. A diagnostic study was performed revealing the leak - date of study is unknown. A follow-up report will be sent if additional info becomes available to us.